Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl nor did the cgm read "high". Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.